Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level of 2.8 mmol/l. The customer treated low with food. The customer stated that this morning received several alarm. The auto basal was stopped for more than one hour and customer noticed the auto basal continued to give insulin. The insulin pump will not be returned